Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: not performed because records were not provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device, pre- and post-operative x-rays, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient came to dr's office (B)(6) 2014 complaining of hip pain an x-ray revealed lossency around the acetabular shell. The tritanium shell had been implanted in (B)(6) 2009 as a acetabular revision due to a loose cup. It was noted that during that revision that bone grafting and ofptiform were used on the acetabular wall prior to implanting the tritanium shell. A zimmer tanatlum shell was used as the replacement device.

Event description:
It was reported that the patient came to dr's office (B)(6) 2014, complaining of hip pain an x-ray revealed lossency around the acetabular shell. The tritanium shell had been implanted in (B)(6) 2009 as a acetabular revision due to a loose cup. It was noted that during that revision that bone grafting and ofptiform were used on the acetabular wall prior to implanting the tritanium shell. A zimmer tanatlum shell was used as the replacement device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.